Event description:
The following was reported to davol: it was reported that on (B)(6) 2013, a (B)(6) male was implanted with a composix l/p mesh and on (B)(6) 2013, the pt underwent an add'l hernia procedure. During the second procedure it was reported that the pt's bowel had connected to the eptfe side of the mesh and it was so ingrained that some of the adhesions could not be removed. Allegedly, the surgeon removed as many of the adhesions as possible from the eptfe side and then he had to remove the mesh from the abdominal wall by going behind the eptfe onto the polypropylene side. Some pieces of mesh are reported to be still attached to the bowel and remain in the pt and that another piece of mesh was implanted into the pt. It was reported that a bowel resection may be performed at a future date.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was alleged that five months post implant the pt presented for surgery and during surgery bowel adhesions to the eptfe side of the mesh were noted. Adhesion is a known possible adverse reaction listed in the IFU. We have contacted the surgeon to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.